Event description:
A catheter was found to be defective during an implant procedure. The defective catheter was replaced intra-operatively. The guide wire would not separate from the catheter while attempting to implant the device component intrathecally. The pt had recovered without sequelae following the implant procedure.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.